Event description:
It was reported that, pt complains of burning sensation, soreness, and difficulty walking. Pt unsure what hip implant she has and would like to know if her implants have been part of a recall. She will fax her implant sheet.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.